Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2003, the patient's pump was explanted due to infection five days after it was implanted. The patient was in the hospital for eight days because of it. Additional information has been requested regarding the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.